Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 1810587: (B)(4) items manufactured and released on (B)(6) 2019. Expiration date: 2024-feb-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 3 years after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully.